Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: device photograph(s) for the device related to the reported event of rupture, visibility/palpability and pain was reviewed on (B)(6) 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complaints about a breast shape change and a soreness" and "rupture of the implant shell".

Event description:
Explanting physician reported "complaints about a breast shape change and a soreness. Objectively: mammary gland shape change in the lower pole, on palpation of the gland is dense, soreness noted. Revision revealed a rupture of the implant shell". The device has been explanted. This record relates to the right side.